Manufacturer narrative:
B5 has been updated with additional information received. D6a has been updated with the date of implant. H3 other text : device remains implanted in patient.

Event description:
It was reported via x-ray, that an everest set screw at l2 migrated from a construct post-operatively. Update: revision surgery has not be scheduled as of yet.

Manufacturer narrative:
"B1 has been corrected to "product problem". B2 has been cleared. H1 has been corrected to "malfunction". Visual, functional, dimensional, and material analysis inspections could not be performed as the device is still implanted in the patient. Device and complaint history records review could not be performed as a valid lot code was not provided and could not be obtained. During the initial surgery, the construct spanned l2-s2. The bone was prepped by using a 5.5 mm tap for 6.5 mm screw. The set screw was final tightened using an audible torque wrench, and was reported to be torqued to "1 click". The bone quality of the patient is unknown. It was reported that a few weeks following surgery, the patient had fallen. The root cause of the set screw migration can be attributed to the patient falling shortly following the procedure. The fall post-operatively most likely caused de-stabilization of the instrumentation implanted, resulting in the loosening of the set screw from the screw head and subsequent migration.

Event description:
It was reported via x-ray, that an everest set screw at l2 migrated from a construct post-operatively. Update: revision surgery has not be scheduled as of yet.

Event description:
It was reported via x-ray, that an everest set screw migrated from a construct post-operatively. The patient was revised.